Event description:
It was reported that the patient was undergoing trial procedure when he developed blisters all over his back, where the tape is. Patient was given mixture of hydrocortisone and lidocaine gel. Upon following up with patient, patient was experiencing severe pain and unable to talk. The patient underwent an early lead pull procedure. Nurse stated she noticed two small red spots on patient's left flank but no blisters or anything resembling blisters. Unable to return due to facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6) batch: 7296734 UDI: (B)(4). Investigation results: the device was not returned to boston scientific for analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review did not reveal any anomalies as it states system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control, undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and skin erosion at the ipg site can occur over time are a known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7296734. UDI: (B)(4).

Event description:
It was reported that the patient was undergoing trial procedure when he developed blisters all over his back, where the tape is. Patient was given mixture of hydrocortisone and lidocaine gel. Upon following up with patient, patient was experiencing severe pain and unable to talk. The patient underwent an early lead pull procedure. Nurse stated she noticed two small red spots on patient's left flank but no blisters or anything resembling blisters. Unable to return due to facility policy.